Event description:
It was reported that the pulse generator has been programmed to 0 volts and the device was turned off prior to the pt being cardioverted. The pt had detected a sensation in the jaw area, which did not dissipate after one minute when the pulse generator was turned back on. The pt stated that whenever stimulation therapy was turned on, they experienced a sensation in their tongue for "just a moment." Review of telemetry data revealed no change to programmed settings compared to previous device settings; the ipg had reset to factory settings (power-on-reset), after the case and was reprogrammed by the representative. Refer ot MDR report #6000153-2008-02305.